Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut and was difficult to remove from the cavity. The surgeon manually sutured to complete the procedure. The hospital reported no patient injury occurred.